Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported flushing difficulty, audible noise and crack of the handle with the guide wire flush port were not confirmed. The reported leak with the sheath flush port was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The investigation was unable to determine a cause for the reported flushing issues. There was no anomaly or cracking sound noted during the flushing process of the guide wire lumen and fluid flushed out at the distal tip. Additionally, although the leak with the sheath flushing port was confirmed due to a cracked luer, a definitive cause for the crack could not be determined. It may be possible that the syringe or flushing device was over-torqued causing the luer to crack; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 5.5x80mm supera self-expanding stent system, the guidewire port was flushed, and a cracking sound was heard from the handle. Additionally, the fluid did not come out at the distal tip. When flushing the sheath port, fluid leaked from the distal end of the handle and not the tip. The handle appeared to have separated slightly. There was no patient involvement. A new same size supera was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.